Event description:
The customer reported that during a case, the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller circuit board was replaced. The system was tested and found to be working as intended and put back into service.